Event description:
The manufacturer received information from a third party service center alleging a ventilator had a high internal o2 alarm. The device was not in patient use.

Manufacturer narrative:
The device's oxygen blender module was replaced to correct the issue.